Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Images were submitted from the field. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, there were complications in delivering the valve and procedural sheaths. To advance and re-align the sheath, the physician applied rotation/torque. Following the procedure, the manta closure device was deployed, however, the toggle pulled out of the artery, and deployed into the tissue tract. Balloon inflations and manual pressure were applied to control hemostasis, and a covered stent was placed. The cause of the toggle pulling out of the artery and deploying into the tissue tract is due to the maneuvering and re-aligning which stretched/tore the arteriotomy more than it should; making the access hole enlarged. The manta device pulled out of the artery due to the device unable to catch on the artery wall, and not having a chance at staying in place. Manta got pulled out of the artery due it to not being able to catch on the vessel wall due to an enlarged hole that was created and not necessarily tract deployment. The root cause of the extended hemostasis requiring a covered stent is due to user error. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, the IFU was reviewed and confirmed the safety and effectiveness of the manta device have not been established in patient populations suspected of having intra-procedural complications at the femoral access site pre-sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Potential adverse events related to the deployment of vascular closure devices have been identified and include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention, and arterial damage.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this event. The manta instructions for use lists special patient populations where the safety and effectiveness of the manta device has not been established including: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage.

Event description:
The patient had a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient's artery size was reported as 7.0 mm x 8.0 mm with minor calcification present. Femoral artery access was achieved using ultrasound and micropuncture technique. A temporary transvenous pacemaker was placed under fluoroscopy. The patient received a heart valve via a 21f procedure sheath using the right common femoral artery (cfa.) There was posterior wall calcium that was reported to be distal to the puncture site in the right cfa. The vessel was dilated using 14f, 18f, then the 21f valve catheter. Deployment depth for manta was measured at 6.0 cm + 1.0 cm. The reporter stated the operator's technique, measurement, and angle of manta deployment was good. It was reported that the physician had trouble advancing the valve sheath through the main bifurcation. The in-line sheath separated from the valve and the physician stated there was limited support to advance the valve. With the maneuver used to advance and re-align the sheath, there was rotation/torque which may have opened the arteriotomy. The patient received an unknown dose of protamine prior to femoral artery closure. During manta deployment, the foot plate reportedly pulled out of the artery and deployed in the tissue tract. The closure site was ballooned using an 8.0 x 40.0 mm balloon. The balloon was position and inflated to control hemostasis, prolonged inflation. Angiogram revealed continued extravasation and manual compression was applied. A 9.0 x 38.0 mm covered stent placed for hemostasis. The stent was positioned and successfully deployed. Subsequent angiograms continued to reveal some extravasation of contrast. Additional balloon inflations were performed, and final angiograms revealed complete hemostasis and no extravasation of contrast. The right femoral site externally revealed no significant hematoma and no additional bleeding from the right femoral access site was noted.